Event description:
It was reported by the customer that the device ac mains light was not illuminated. The reported problem is indicative of a failure of the device power supply to operate on ac line power. There was no report of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported problem. The root cause was determined to be due to a failure of the power supply assembly. After replacing the power supply assembly, proper operation was confirmed and the device was returned to the customer. The failed power supply was not returned to physio-control for evaluation. Further root cause of the reported failure cannot be determined.